Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a varix procedure the device clips would not hold after placing and fell into the patient. All clips were removed from the patient. Another device was used to complete the procedure. No patient consequence reported.